Manufacturer narrative:
It was noted that the lead was damaged during the extraction procedure and was disposed of by the site. The lead will not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high threshold measurements with loss of capture following a motor vehicle accident where the patient had impact with the airbag. A revision procedure was performed where extensive mapping of original implant vessel and nearby vessels resulted in no capture. It was thought that the patient's tissue was damaged from the motor vehicle accident. The lv lead was explanted and successfully replaced in a posterior-lateral position. The lv lead sustained damage during the extraction procedure. No additional adverse patient effects were reported.